Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Two (2) used physical samples were received for the evaluation. Upon visual and functional inspection, leaking was found between the bag and the tubing line. Therefore, the reported condition is confirmed. The root cause of the reported issue is related to manufacturing/production process. No formal investigation is required at this time. The manufacturing site will continue monitoring the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the enteral feeding set leaks at the end of the connection. There was no patient injury.